Event description:
An ophthalmic surgeon reported that during surgery, it was noted that lens was scratched after placing it into the eye, it was examined under the microscope. Additional information has been requested and received stated that they thought the source of the problem was caused by the cartridge. The patients are followed in terms of the effects of scratches on their lenses on visual performance. Therefore, they did not undergo any second surgery.

Manufacturer narrative:
The used complaint cartridge was not returned. An empty company cartridge pouch was returned for the reported lot. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. The viscoelastic being used was not provided. It is unknown if a qualified product was used. The root cause for the reported lens damage could not be determined. The lens remains implanted. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).